Event description:
Ous MDR - after an implantation period of approx. 71 months it was reported, that during the replacement procedure it was not possible to disconnect the atrial lead without breaking the ICD connector. The device was explanted but not returned.

Manufacturer narrative:
The device was received and analyzed. Upon receipt the ICD was visually inspected revealing severe damages of the header system as a result of strong mechanical forces during the atrial lead disconnection as mentioned in the complaint description. Due to these severe damages an electrical testing of the ICD was not possible. However, the intact parts of the header system were investigated thoroughly revealing no anomalies. The ICD was interrogated showing a normal device behavior. The battery status was found to be eri, 26 charging cycles were recorded to the device memory. The battery status was as expected after an implantation duration of 71 months. The manufacturing process of the device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the review of the quality documents confirmed a regular device manufacturing. The visual inspection of the ICD revealed severe mechanical damages of the ICD, most likely due to the explantation procedure as mentioned in the complaint description. There was no indication of a material or manufacturing problem.